Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality control (qc), survey samples and precision, which were within the acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse recalibrated the heterogeneous module (hm) incubator temperature. The cse checked the calibration on hm mixers and the hm probe alignments because they were out of specifications. The cse inspected the luminescent oxygen channeling immuno assay (loci) module and the photometer to ensure that they are working properly. The cse ran precision on the affected patient sample on both instruments and all five replicates failed specifications on the original instrument ((B)(4)) while only three out of five results met specifications on the alternate dimension instrument ((B)(4)). Then the cse ran tni qc after for level 1 and level 3, resulting within ranges. The cse reran the affected patient sample, and the result matched closely to the alternate instrument result. The cause of the discordant, falsely elevated tni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument ((B)(4)), resulting lower. The sample was run five times on both instruments and the results on the original instrument failed while three out of five were within specifications on the alternate instrument ((B)(4)). The initial repeated result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.